Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8782, serial#: (B)(4), product type: catheter. Product ID: 8784, serial#: (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, company representative) regarding a patient who was receiving fentanyl (750 mcg/ml at 200 mcg/day) and bupivacaine (30 mg/ml at 8.000 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated ¿a couple weeks ago, sometime in (B)(6)¿ they went to give one of their 18 allotted boluses and didn't get relief. There were no external factors involved; they denied having any falls or traumatic situation leading up to this. They came in for a dye study on (B)(6) 2023 and the healthcare provider (hcp) could not aspirate the catheter. The device diagnosis was indicated to be catheter occlusion. They decreased their dose from 270 mcg of simple continuous to 200 mcg simple continuous. They also took away the 18 boluses per day (20 mcg per bolus). Today, the hcp opened up the midline incision and cut the spinal incision below the anchor. Immediately they saw cerebrospinal fluid (csf) dripping. They then placed a needle in the catheter and was able to aspirate a cc. They programmed a bolus from the pump since it was disconnected and saw that the pump segment of the catheter began flowing after the bolus was programmed. They then took a new collet from an 8785 and attached it to the spinal segment and pump segment. The hcp did not trim anything off of the existing catheters. They accessed the catheter access port (cap) and aspirated successfully with 1 cc. Hcp then decided to close up and mentioned that they believed it may have been a dynamic kink below the anchor because when they opened up the spinal region the catheter was in a more coiled fashion. Since they had to dissect to get to the catheter that may have freed up the kink because they proceeded to push omnipaque through the cap and confirmed that the dye was dispersing up at c1. They dropped the patient's dose from 200 mcg/day to 100 mcg/day. Lastly, they gave a 12.5 mcg bolus and the patient tolerated it. The event was resolved at the time of the report. The patient's medications included cephalexin 500 mg capsule, crestor tablet, hibiclens 4% topical liquid, hydroxyzine pamoate 25 mg capsule, lexapro 20 mg tablet, mupirocin 2% topical ointment, percocet 10 mg tablet, and zofran 8 mg tablet. Their allergies included albuterol sulfate, benztropine, codeine, cyclobenzaprine, diazepam, eggs, haloperidol, levetiracetam, metaproterenol, metoclopramide, milnacipran, prochlorperazine, edisylate, maleate, sulfamethoxazole, and trimethoprim.